Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model zcb00 26.0 diopter, was implanted, the female patient's right eye had a capsule prolapse. The surgeon removed the zcb00 and performed a vitrectomy. The surgeon attempted to implant another lens, model z9002, which was to be sutured in, but the sutures wouldn't stay tied. The case ran for over an hour. The patient went home aphakic since the surgeon brought the patient back in two weeks later and sutured another lens (no manufacturer info). The patient was reported to be fine. No further information was provided. There will be separate mdrs filed for the two lenses. This MDR is for the second lens, z9002.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was observed with one lens haptic slightly damaged/distorted. Evidence of viscoelastic residue, ovd (ophthalmic viscosurgical device), was detected on the lens optic sections. Loose particles were observed on the lens consistent with handling of the iol. No manufacturing defects on the lens optic zone were observed. The customer's reported event could not be verified. Manufacturing record review: a review of the manufacturing records was performed. A review of the records did not identify any non conformance reports that were related to the reported event. A search revealed that this is the only investigation request issued for this production order. Labeling review: directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Based on the complaint review, manufacturing record review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.